Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown/coils cannot be seen on ultrasound'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (batch no. B09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia, pelvic inflammatory disease, miscarriage, abortion, vaginal discharge abnormality and degenerative joint disease. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hypertension, asthma, thyroid disorder, hypothyroidism, gastrointestinal disorder, acute bronchitis, benign essential hypertension and herpes ocular. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) , etanercept (enbrel) from (B)(6) to (B)(6) , folic acid since (B)(6) and methotrexate since (B)(6) . On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, psoriatic arthropathy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: 2-5 coils were visible on each side after placement. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Discrepancy noted in essure confirmation test: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown/coils cannot be seen on ultrasound'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (batch no. B09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia, pelvic inflammatory disease, miscarriage, abortion, vaginal discharge abnormality and degenerative joint disease. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hypertension, asthma, thyroid disorder, hypothyroidism, gastrointestinal disorder, acute bronchitis, benign essential hypertension and herpes ocular. Concomitant products included duloxetine hydrochloride (cymbalta) since 2014, etanercept (enbrel) from 2014 to 2019, folic acid since 2014 and methotrexate since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, psoriatic arthropathy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psoriatic arthropathy and vaginal haemorrhage to be related to essure. The reporter commented: 2-5 coils were visible on each side after placement. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Discrepancy noted in essure confirmation test: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical record received. Product indication and essure implant date updated. Events-migration/migration of essure device location of device: unknown/coils cannot be seen on ultrasound, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal), psoriatic arthritis and joint pain were added. Concomitant drugs and lab data were added. On (B)(6) 2019: essure lot number added. Events added: abnormal bleeding (vaginal and joint pain. Surgery added: ablation. Medical history and reporters added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.